Event description:
Reportable based on analysis completed on 12/02/2009. It was reported that during a coronary artery drug eluting stenting treatment procedure, crossing difficulties occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified right coronary artery (rca). The lesion was predilated with an unknown 2.5mm balloon. The physician could not cross the lesion with a 2.5x28mm taxus liberte stent. The procedure was successfully completed with a non-bsc device. No pt injuries or complications was reported. Pt's condition listed as "good." However, product analysis revealed stent damage.

Manufacturer narrative:
The stent delivery system with stent was visually, tactilely and microscopically examined along the entire length and the only damage seen on the device was distal stent damage. The stent was damaged and stretched on the entire distal end. Blood was visible in the distal and midshaft of the device which is consistent with the reported info that the device was used. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B) (4).